Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 23:56:24. During night drain cycle one, the patient's ultrafiltration reading was 1801ml, indicating the home patient (hp) drained 1801ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated. All returned devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. There was no non-conforming product found during sample analysis that was related to this issue. The increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs; however, the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.